Event description:
It was reported by service report that the headend jack could not be pumped up (had been removed from unit by customer prior to stryker technician review). The customer reported that they did not know if there was patient involvement; however, no adverse consequences were reported.